Manufacturer narrative:
The reported events of no pacing, and failure to interrogate were not confirmed. The device was received with battery voltage above elective replacement indicator (eri) level. Electrical and mechanical analysis performed indicated normal functionality. Evaluation of output waveform found normal pacing parameters. Additionally, visual inspection of the header and connector did not find any contamination or foreign material that could contribute to the reported events. During the analysis, the device was interrogated multiple types with normal results. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for routine implant of the pulse generator. It was observed that the device and failed to pace upon connection to the leads. Efforts to interrogate the device were unsuccessful due to a lack of telemetry. The device was removed, and the procedure was completed with a replacement generator. The patient was stable.